Event description:
Pt underwent a femoro-popliteal vascular bypass in (B)(6) 2009. Few month post-surgery, pt presented a "cold" leg and, as a result, physician performed a thrombectomy of the bypass with a balloon catheter. It was reported that blood leakage was evidenced in a section of the graft where the balloon catheter was inflated. The graft was explanted. No further info was provided by the institution.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Eval method: the explanted portion of graft was returned to the MFR. The explant was sent to an outside laboratory for sem and histopathological eval. Conclusions: no conclusion can be drawn until the explanted portion of graft eval is completed. A f/u report will be submitted within 30 days upon receipt of any relevant info.